Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one-month post implant that at the patient¿s first follow-up at the device clinic the patient presented with open surgical incision. Patient stated they were unaware of the dehiscence. There was some purulent ooze to site and a pocket infection was suspected. The site was redressed with sterile gauze and the patient was referred to the medical center the same day where they were admitted for workup. Cultures were taken and antibiotic treatment was necessary for the patient. The implantable cardioverter defibrillator (ICD) system was extracted and future reimplantation is expected but not yet planned. No further patient complications have been reported as a result of this event.